Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who had met with the patient on (B)(6), 2019. It was reported that the cause of por was not determined, however, it was suspected to be due to multiple radiation treatments the patient had been getting for breast cancer. The rep did confirm that the ins was not in over discharge, so that was not the cause of the por. The rep was able to clear the por and re-initiate therapy. They also noted that they were still having the patient "recondition the ins". No further complications were reported or anticipated. [Omitted information pertaining to the prior (1st) over discharge -- see (B)(4) [omitted information pertaining to the damaged pp antenna -- see (B)(4) [omitted information pertaining to radiation treatment and breast cancer -- see general text at pe level]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation -degen disc disease/herniated disc pain/ spinal pain. It was reported that the patient saw por on the recharger but could still recharge. Patient programmer showed poor communication. Patient stated that she had 30 radiation treatments due to breast cancer as well as different types of chemo. A por warning was seen. Por could not be cleared. Patient was redirected to their hcp. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported the cancer was not caused by the device however device malfunction was caused by radiation treatment for breast cancer. Patient reported they had 30 radiation treatments which lead to the por. Issue has been resolved.